Manufacturer narrative:
Findings: the insulin pump passed the displacement test. Unit was received with compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime/compromised force sensor system test, excessive no delivery test and occlusion test or test for possible under delivery anomalies due to compromised force sensor system alarm. The insulin pump was received with normal operating current. The insulin pump passed self test. The insulin pump passed off no power test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer was reported via phone call that, the insulin pump had delivery anomaly and the reservoir was getting low. The blood glucose was 281 mg/dl at the time of the incident. The current blood glucose was 150 mg/dl. Customer did self-test, displacement test and diagnostic tests. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.